Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. The visual examination confirms a round black residue on the bearing shells. The pe plateau shows normal signs of wear. The rotation bush and the t-piece are not damaged. The examination of the x-rays shows no abnormalities. The black residue was characterized by rem/edx analysis and ir spectroscopy. According to the edx analysis, the black residue consists mainly of the elements carbon, nitrogen and oxygen. The secondary components sodium, phosphorus, sulfur, chlorine and iron indicate a (vital) organic origin. It is a natural polymeric protein whose origin is interpreted as a residue of blood serum. This residue, caused by blood, is the cause of the sluggishness of the implant. Since neither the production documents nor the implants show any defects in the product, a product defect is ruled out. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Translation: the internal rotation knee could only be bent and stretched with great difficulty. A bush, t-piece and axle change was carried out. During lateral milling up to the cover, a black cap appeared behind it. The black cap lay laterally, as well as medially of the knee, between the cover and the axis. This had to be removed laboriously. This black cap made it very difficult to push the axis laterally. The question arises what kind of black cap it is.